Event description:
The user facility reported that an impella cp was implanted with steelcore wire, and it was turned on to p-2 while on bypass. The impella cp was deep at 4.5 centimeters and was pulled back to 3.3 centimeters. The impella cp got pulled out of the ventricle into the aorta. The impella cp was explanted. The impella cp was attempted to be reinserted over steelcore, but unsuccessful. The wire was kinked and was stuck in the aorta. The wire was not able to go through the pump. The impella cp and steelcore was explanted. The ventricle was accessed for the third time. The impella cp was advanced over the impella wire. Once in the ventricle, the wire was removed. The impella cp was pushed forward and got pulled out into the aorta. The impella cp was explanted again. A kink in the catheter was discovered. Impella cp placement was aborted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Manufacturer narrative:
The investigation of positioning issues, delivery issues, and product damage (catheter kink) has been completed. Positioning issue: data logs were reviewed and the reported complication was confirmed. Initially, there was a position in aorta alarm that triggered when a distinct drop in motor current (mc) modulation occurred without a change in placement signal (ps). Ps monitoring was then disabled. Shortly after, the same pattern was noted in mc modulation and ps again, but since ps monitoring was disabled, no alarm triggered. This was likely the instance that was reported, because the pump was shut off and pulled out of the body shortly after. Returned product was investigated and there were no visual damages/abnormalities related to the repositioning unit. That being said, the reported kink in the catheter was confirmed. The location of the kink was just proximal to the motor housing. Clinical details did not report that the patient had a small/rotated heart or valve disease. Clinical details provided that the pump pulled back into the aorta when the physician was manipulating position. Data logs confirmed that the pump pulled back into the aorta while running. Based on these factors, the root cause of the positioning issue was determined to most likely be a use issue. Delivery issue: clinical details report that after the pump pulled back into the aorta the first time, the team decided to explant and reinsert the pump over the same steelcore guidewire. This delivery attempt failed because the guidewire had gotten kinked and was stuck in the aorta. They were unable to advance the pump over the kinked guidewire. The decision was made to remove both and use a new guidewire. It was also reported that the patient had tortuous vessels, which made it difficult to pass the pump through the anatomy. The guidewire was not returned for investigation, but a kink in the pump catheter just proximal to the motor housing was confirmed on returned product. Based on the clinical details provided that they were unable to deliver the pump due to a kinked guidewire with tortuous patient anatomy, the root cause of the delivery issue was most likely patient condition. Product damage (catheter kink): clinical details report that on the third attempt to position the pump, it was in the lv, and when they pushed forward, the pump pulled out into the aorta again. Upon explant a kink was noted in the catheter. Returned product was investigated and the kink was confirmed in the catheter, just proximal to the motor housing. It was also reported that the guidewire had become kinked earlier in the case, and the patient had tortuous anatomy. Based on the clinical details provided that the patient had difficult anatomy and returned product confirmed the kink, the root cause of the catheter kink was determined to most likely be patient condition. D9 device returned to manufacturer date added h5 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29774.